Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2.

Event description:
Caller reported blood glucose results of lo, which on the system indicates a result less than 10 mg/dl, 272 mg/dl, and 197 mg/dl on compact plus system 1, 182 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.